Event description:
It was reported that the handpiece started smoking during a surgical procedure. The case was completed with another device. There was no medical intervention required and no delay in the procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for evaluation, but based on the quality investigation details the reported condition of the device smoking could not be duplicated. Service will complete any necessary preventive maintenance, and the product will be returned to the customer.